Manufacturer narrative:
The devices c-1132, serial number: (B)(6), was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met all specifications prior to shipment, with no manufacturing deviations identified that could have contributed to the reported event. Following a thorough evaluation of the complaint, boston scientific has assigned the investigation conclusion code: unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.